Event description:
It was reported that when the device was used during a laparoscopic appendectomy procedure, it stapled but did not cut. Then the device, with reload cartridge, delivered an incomplete staple line. Another device was used to complete the case with no consequence to the patient.